Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps did not respond to the surgeon's command, and the steel cable broke. There was no harm to the patient. The procedure was completed with no reported injury.